Event description:
A gore hybrid vascular graft was implanted in an a-v access application. The implant was in the pt's arm, from the brachial artery to the axillary vein. About a month after implant, the pt presented with an arterial steal syndrome. The graft was banded.

Manufacturer narrative:
Review of the device manufacturing record history confirmed device met pre-release specifications.